Manufacturer narrative:
Given the intermittent nature of the problem and varying levels of user competence, it is possible the error would not be noticed. The severity is rated on the basis that the target volume could be at least 7 cms from the intended treatment volume and could result in a high dose to a sensitive part of the body. Additionally, we could not rule out the possibility this might occur more than once on any one pt. In cases where the magnitude of the pt set up error is very large, the operator would be expected to take action to check further prior to treatment delivery. Software investigation is ongoing. A workaround has been identified and important notice a278 will be sent to customers.

Event description:
The customer used the planarview to compare drrs with the acquired image and reported that there is an intermittent problem when the 'show centre' function is used with planarview images. Images are acquired using the s20 collimator and sfov panel position. When the 'show centre' function is used, the user would expect to see the magneta cross appear in the center of the acquired image. There is an intermittent problem where the magenta cross appears to one side of the image.